Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 12 and 6 were repeatedly failing. A field service engineer (fse) found pills down between cubie pockets in drawers 12 and 6 on both the main and auxiliary units. The pills were removed and given to the user. The fse then proceeded to the back drawers, reseated the roll board cable and retractor band for drawer 1 on the auxiliary unit, and reseated the roll board cables and retractor bands for drawers 21¿22. The retractor band and roll board cable were also reseated for drawer 6 on both the main and auxiliary units. The drawers were tested and found to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.